Manufacturer narrative:
Additional info will be submitted within 30 days of receipt.

Event description:
The pt info was unknown, and the pt did not have a history of subarachnoid hemorrhage. During an embolization procedure to treat an irregular shape aneurysm of the middle cerebral artery (mca), the orbit complex fill 5x10 coil stretched. The first coil was 7x15(360, boston scientific) and the microcatheter was a prowler select 45 shape. At last, the physician pulled out the coil and used another coil. During the procedure, the pt was not hypertensive. Additional info indicated that prior to inserting, the product was not damaged, and all the products were prep and utilized per (IFU) instruction for use guidelines. During insertion, no resistance or friction was noted with the microcatheter or any other time. The coil stretched during placement. The microcatheter had constant and dedicated flush, and it was not damaged. The same microcatheter was utilized to complete the procedure. During repositioning, the coil was utilized like a guidewire, leaving the coil in the aneurysm while attempting to re-position the coil. The entire coil was removed form the pt. No further info was available.